Event description:
The account stated that the trendelenburg function is not working.

Manufacturer narrative:
The technician found the siderail cable was cut. He replaced the siderail cable and circuit board to repair the bed.